Event description:
A locking plate implanted 1-2 years ago has broken. Plate is pushing on the esophagus making swallowing difficult. Plate was scheduled for removal in 2003. It is unknown if plate was removed at that time.